Event description:
(B)(4). I first noticed a rash, redness, swelling, in my hands, feet, legs. Then as the weeks went on I had a rash on my back, stomach area, and last my face. I bleed from the procedure like I was on my menstrual cycle. I asked my doctor what it was and she told me I had dermatographia and prescribed me allergy medication. I continued to have the above side effects. In june I experienced light headed, dizziness, nausea mood swings, and depressed thoughts. I also went to the ER for them to prescribe me more medication (methylprednisolone)